Manufacturer narrative:
Concomitant medical products: product ID: 638rl28, serial/lot #: (B)(4), ubd: 21-jun-2021, UDI#: (B)(4) serial (B)(4) has not been returned, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a 28mm annuloplasty ring of the same model. Ultimately the 28mm ring was explanted and replaced with a non-medtronic bioprosthetic mitral valve. The patient's valve required replacement instead of repair due to residual regurgitation. No additional adverse patient effects were reported.